Event description:
It was reported that ¿about 4-6 years ago¿ the patient had a battery replacement and when they came out of surgery ¿the device did not work¿ so they had to ¿go in again¿ because the lead had ¿wondered off¿ and disconnected inside of them and they had to ¿grab the lead and put it back on¿. It was noted the patient also thought there was a fracture in the lead. It was noted the patient was unsure of when this event occurred.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. (B)(4).